Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was bent in the packaging prior to use. Allegedly the patient did not try and insert the catheter.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted three clean cath vinyl intermittent catheters present within the opened original packaging. All three catheters were bent. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient."

Event description:
It was reported that the catheter was bent in the packaging prior to use. Allegedly the patient did not try and insert the catheter.